Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving compounded baclofen (500mcg/ml at 209.97mcg/day), fentanyl (25000mcg/ml at 10499mcg/day), and bupivacaine (1000mcg/ml at 419.9mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient's residual drug amounts have been historically high. The pump was 11 months from elective replacement indicator (eri). A refill was performed on (B)(6) 2018- and a pump replacement was scheduled. At the refill on (B)(6) 2018, 4.9cc was the expected reservoir volume (erv) and the actual reservoir volume (arv) removed from the pump was 9cc. No symptoms were reported. The issue was said to not be resolved and the patient was "alive - no injury." There were no further complications reported at this time.